Event description:
Customer reported erroneous low nucleated red blood cell (nrbc) counts and high white blood cell (wbc) counts for two pt samples when using a coulter lh 750 hematology analyzer. The test results were determined to be erroneous based on manual counts. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
On (B)(6) 2010, the field service engineer checked lyse timing and adjusted the choke for the lyse pump closer to .75. Raw data analysis was conducted. Root cause was determined to be due to the nrbc and lymphocytes appearing as a mixed population. The algorithm did not separate the two cell populations. Product labelling was evaluated. Known limitations and interfering conditions for listed for the nrbc parameter. Known interferences related to lyse resistant red cells, platelet clumps, giant platelets, malarial parasites, very small or multi-population lymphocytes, precipitated elevated proteins. If an nrbc% is reported as zero and there are any suspect messages or parameter codes, beckman coulter, inc recommends a slide review per your lab protocol. Known limitations and interfering conditions for listed for the wbc parameter, nrbcs, giant platelet, platelet clumps, malarial parasites precipitated elevated proteins, cryoglobulin, microlymphoblasts, very small lymphocytes, fragmented white cells, agglutinated white cells, lyse resistant red cells, unlysed particles > 35 fl in size. If an nrbc% is reported as zero and there are any suspect messages or parameter codes, beckman coulter, inc recommends a slide review per your lab protocol. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2020 of complaints for add'l reportable events.

Manufacturer narrative:
On (B)(4) 2010, the field service engineer checked lyse timing and adjusted the choke for the lyse pump closer to .75. Raw data analysis was conducted. Root cause was determined to be due to the nrbc and lymphocytes appearing as a mixed population. The algorithm did not separate the two cell populations. Product labelling was evaluated. Known limitations and interfering conditions for listed for the nrbc parameter. Known interferences related to lyse resistant red cells, platelet clumps, giant platelets, malarial parasites, very small or multi-population lymphocytes, precipitated elevated proteins. If an nrbc% is reported as zero and there are any suspect messages or parameter codes, beckman coulter, inc recommends a slide review per your lab protocol. Known limitations and interfering conditions for listed for the wbc parameter, nrbcs, giant platelet, platelet clumps, malarial parasites precipitated elevated proteins, cryoglobulin, microlymphoblasts, very small lymphocytes, fragmented white cells, agglutinated white cells, lyse resistant red cells, unlysed particles > 35 fl in size. If an nrbc% is reported as zero and there are any suspect messages or parameter codes, beckman coulter, inc recommends a slide review per your lab protocol. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2020 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low nucleated red blood cell (nrbc) counts and high white blood cell (wbc) counts for two pt samples when using a coulter lh 750 hematology analyzer. The test results were determined to be erroneous based on manual counts. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.